Manufacturer narrative:
This event occurred in (B)(6). The customer exchanged the instrument's reaction cells, ise sipper probe, and ise electrodes. The customer checked the ise tubing and was reported ok. The field service engineer discovered a worn and leaky suction tube. He replaced the worn and leaky suction tube. He performed mechanism checks and qc with acceptable results. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for seven patients tested on a cobas 6000 c (501) module. The patients initial na results were not reported outside the laboratory. The customer performed repeat testing for confirmation. Below are five examples of questionable results reported by the customer: on (B)(6) 2020 and at 12:17, patient 1's initial na result was 154.6 mmol/l. The patient¿s repeat na result was 146 mmol/l. On (B)(6) 2020 and at 18:23, patient 2's initial na result was 164.5 mmol/l. The patient's repeat na result was 151 mmol/l. On (B)(6) 2020 and at 10:15, patient 3's initial na result was 167.4 mmol/l. At 10:34, the patient's repeat na result was 137 mmol/l. On (B)(6) 2020 and at 10:18, patient 4's initial na result was 155.4 mmol/l. The patient's repeat na result was 146 mmol/l. The customer changed ise reagents, ise probe, and performed a calibration. The customer confirmed the ise calibration, qc, and checks were ok. Precision checks were performed with acceptable results. Hardware performance checks and ise checks were acceptable. On (B)(6) 2020 and at 15:57, patient 5's initial na result was 171.3 mmol/l. The patient's repeat na result was 144 mmol/l. The patient's sample was repeated on a radiometer abl90 series analyzer. The na electrode lot number was c0220 with an expiration date of 12-dec-2020.